Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and found that the patient's right ventricular (rv) lead exhibited high capture threshold and failure to capture. The rv lead was attempted to be repositioned but was unsuccessful due to the helix of the lead failing to extend and failing to retract. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing was normal. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and over torque of the inner coil.